Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va33l5q implanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 12-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the device stimulation was not feeling like it was in the right place. Patient stated the device did not target their bladder and was targeting their lower left bottom and their leg was tingling. Patient said they could barely stand for the setting to be more than 1 now because the vibration and tingle was too uncomfortable and intense for their upper leg and bottom and in the joint where their leg connects to their torso. The patient stated that the lead was not in the correct place. Patient left a message for the healthcare provider (hcp) last wednesday and did not get a call back. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that it was unknown of the cause of the stimulation being intense for their upper leg and bottom and in the joint was determined. The steps were or would be taken was that they were offered an appointment with the manufacturing representative (rep). It was unknown if the issue was resolved. The steps were or would be taken to resolve the feel of stimulation on their leg was that they were offered an appointment with the manufacturing representative (rep). It was unknown if the issue was resolved. The steps were or would be taken to resolve the lead being not in the correct place was that they were offered an appointment with the manufacturing representative (rep).

Event description:
Additional information was received from the patient. They reported they had an intense fall on sunday ((B)(6) 2025) and since then the tingling down their leg had been worse. The patient reported feeling the stimulation in their leg before but it was not as [it was] now. The patient stated they had to turn the stimulation way down but it was causing their foot to draw up and their toes to clench up, sort of like a cramp. The patient was advised the stimulation needed to be in their bicycle seat area. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient mentioned they were waiting to set up an appointment with their manufacturer representative (rep).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.